Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: the reported damage to the outer silicone jacket of the external portion of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were submitted by the account. The account reported that the patient had a small crack in the outer jacket of the driveline and a few low voltage events were observed. Rescue tape was applied to the driveline damage. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Multiple low battery advisory alarms were captured due to the patient using the batteries to their low capacity level. These alarms resolved as soon as the patient switched to the power module or fully charged batteries. No atypical events or alarms were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a small crack in drive line sheath was observed. System controller history interrogation performed by the hospital clinician revealed a few low voltage events on review. Technical services reviewed the submitted log files, no unusual events recorded in the log file event history. Rescue tape was applied. No additional information was provided.